Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under the current parent complaint file. This report should be voided and a corrected report will be filed under 1825034 biomet under a different complaint number.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 802403603 constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners 3041611 g2: foreign: australia multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02974 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with unknown zimmer biomet products. Subsequently, the patient was revised seven months post implantation due to dislocation. Attempts have been made and no further information has been provided.